Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) impedance was erratic and high, and that the high voltage-b (hvb) impedance rose. It was also reported that the rv lead threshold has been chronically elevated since implant with t-wave oversensing (twos) in the past that was reprogrammed around. The rv lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.